Manufacturer narrative:
Conclusion: date (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator did not pass the power on self-test (post) and was in a safety valve open condition. The ventilator was not in use on a patient at the time of the event. A service engineer (se) inspected the device and verified the reported issue. The se found the extended self-test (est) and short self-test (sst) were required. The se performed the required testing and the device operated within the manufacturing specifications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a post failed and safety valve open alarm. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien service engineer (se) inspected the device and verified the reported issue. Se found the extended self-test (est) and short self-test (sst) were required. Se performed all testing and device operates within the manufacturing specifications.